Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the customer returned the unit with information that the device slows down and heats up during operation. There was no smoke, fire, or sparks. Nobody was burned as a result from the device heating up ,and there was no delays or harm. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Upon receipt of additional information it has been determined that the device did not cause or contribute to the reported event. Therefore this report was filed in error and should be voided.